Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element ous, mr 3.0 x 16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent that the crimped stent had moved on the balloon in a distal and proximal direction. The proximal stent end moved over the proximal bond and continued over the shaft polymer extrusion. The distal end struts moved away from the balloon body. The entire stent was damaged; pulled, lifted, stretched and distorted. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kink 52mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00x16mm promus element" drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another promus element" drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.